Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the was meeting with the rep because they needed to change the program from group b back to group a. The patient did not know how it got switched. The patient was instructed on how to use the navigation key. The patient stated that they had lost weight and that the battery wasn't moving but that it felt like it because their skin was moving over it. Impedances were measured and contact 0 was >10000 ohms but the contact was not being used for stimulation. The issue was resolved. No further complications were reported.